Event description:
Hounsfeld unit (hu) values reported off by 20-25 in software v3d-explorer, version 1.3

Manufacturer narrative:
Short-term action wals to replace version 1.3 with version 1.2 at the reporting (affected) site. V3d-explorer version 1.2 does not have the reported problem. Five other sites have version 1.3 installed, but are not affected by this problem because they are either not using this product or do not use the affected function in their workflow. Root cause: software code did not take into account different bias levels used by multiple CT manufactures. Hu problem not present when specific CT vendor used. Permanent corrective action: software code updated to account for multiple vendor bias values. Software patch (fix), after successful testing, has been installed at all six sites.